Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted a new device and during dft testing, ventricular fibrillation was under sensed. An emergency shock through the programmer was used to convert the vf to sinus rhythm ¿ sr. The device sensitivity was increased and vf was re-induced, it was partially under-sensed, but the patient was converted to sr. The physician repositioned the right ventricular lead and dft testing was done to verify sensing and was successful. The patient was in stable condition.